Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The drain volume was not greater than 1.6 times the largest prescribed fill volume, thus not meeting iipv criteria. The false positive was caused by a bypassed previous drain cycle, resulting in a partial fill. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:04:05. During night drain cycle three, the patient's ultrafiltration reading was 1804ml, indicating the home patient (hp) drained 1804ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.